Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the site and confirmed that the system was unable to boot up. Review of the logfile shows time and date mismatch in association with the boot failure relating to a malfunction related to software. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the probable cause was corrupted system software and incorrect time configuration. To resolve the issue, the fse reinstalled the system software and corrected the system time and date. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.